Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was getting oor message on their patient programmer when trying to shut off ins for an EKG. The rep stated the patient had constant current programming. Technical services reviewed that it may be related to high impedances/open circuit. No further complications were reported/anticipated.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: neu_unknown_ext, serial# unknown, product type: extension; product ID: 3389s-40, lot# va0uu6j, implanted: (B)(6) 2016, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-jan-17 by a manufacturer representative (rep) reporting that the cause of the oor was due to high impedances. Actions/interventions taken to resolve the oor was lowering the amplitude. The oor was not resolved and the patient will need lead/extension revision. For some reason, the other lead was not listed in registration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-jan-17 from a manufacturer representative (rep). It was reported that there's no date scheduled yet for the lead/extension revision.

Manufacturer narrative:
Product ID 37612 lot# serial# (B)(4) implanted: (B)(6)2019 explanted: product type implantable neurostim ulator product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that it was unknown when the issue was first noticed. Diagnostics/troubleshooting confirmed it was an issue with either the lead or extension. The cause of the high impedances was not determined. Actions/interventions included the patient going in for a revision of the extension or lead. This information was confirmed with the physician.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the contact 2 had greater than 30k ohms impedance readings. They were not with patient to do troubleshooting. The surgeon is going to open the ins pocket and try to resolve the impedance issue. No symptoms were reported. No further complications were reported or anticipatedwith this event.